Event description:
It was reported that the patient developed endocarditis. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found that required full analysis. Concomitant: 694765 lead 2004-(B)(6), 419488 lead 2006-(B)(6), 5071-53 lead 2004-(B)(6), (B)(4).